Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. At an initial implant procedure, it was reported that gaining access for lead placement was difficult. The right ventricular (rv) lead implant was attempted, but the helix was never extended. At some point during the attempted rv lead implant a perforation occurred. The perforation caused the patient to go into cardiac arrest and pass away.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.